Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
This complaint was captured via literature (published article). It was mentioned that total duration intra-aortic balloon (iab) pump (iabp) therapy was 27 days. The position of iab catheter was checked using chest x-ray and it showed iabp markers at t5 and t6 vertebral levels respectively. Abdominal x-ray was taken and it showed no iabp marker. The position of iab catheter was also checked using fluoroscopy and it showed iabp coiled in aorta. The iab was exchanged to continue therapy. There was no reported injury to the patient.